Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: no suspect product was received; however, a photograph was provided by the customer for evaluation. The picture shows a pseudophakic eye implanted with a lens claimed to be a tecnis eyhance toric ii with simplicity delivery system (model diu225). A mark can be observed in the lens mid periphery, located at 9:00-9:30 in relation to the picture. The second damage referred in the complaint could not be identified in the picture. Due to mark location, there is a low probability for the issue to contribute to visual issues in the event the lens remains implanted. A definitive clinical impact cannot be determined from a picture assessment. The root cause of the reported event cannot be determined from a picture assessment. The complaint issue of cosmetic issues was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue of iol torn was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer identified both a chip and a cut in the preloaded intraocular lens (iol). Through follow-up we learned that the lens remains implanted. At present, the patient is experiencing peripheral diffractions in the evening and some photophobia, especially when exposed to bright light. They are currently managing the situation by attributing it to possible edema during the first few days post-operative and they are hopeful that they can avoid explanting the lens. No additional information was received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number:+(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.